Event description:
The patient was due to have a new pump implanted in (B)(6) 2011, but the healthcare provider (hcp) decided to wait until after the holidays to replace the pump. On (B)(6) 2012, the patient was in a car accident. Following the car accident, the patient went to the hospital and he told them something felt wrong. About 5 days went by and during that time the patient had called the hcp's office a couple of times to tell them something didn't feel right. By the 5th day, the patient was getting "so sick to his stomach that he thought he was dying." He went in to the clinic and they shut the pump off completely. The pump had come "unhooked" as a result of the car accident. The patient wasn't given any medication for over the weekend; the hcp said he'd be fine and he'd take care of it monday morning. Monday morning came and the patient wasn't given any medication. He waited 4 or 5 days and he couldn't get them to prescribe him anything, so he saw another physician and was given "some heavy morphines." The pump was eventually replaced. The patient was upset by the look of the scar that was left following the replacement.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
Supplemental submitted to update/correct conclusion codes. All previously reported patient and device codes will be updated/corrected to the following for this event: (B)(4).